Event description:
During follow-up for an unrelated issue, the patient's nurse indicated the patient was being treated for peritonitis. The nurse stated the patient needed to have another dose of antibiotics and was continuing with therapy. The nurse stated the patient has not reported any symptoms. The nurse stated the patient was doing well with the following treatments. The nurse then stated she did not want to be contacted about the patient and no other information would be provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. This is report 6 of 6 for this peritonitis episode.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted (B)(4) regarding a check lines and bags alarm that occurred on the home choice (hc) unit during fill. The hp stated that the heater line was not all the way into the heater bag and fluid was leaking out. The technical service representative (tsr) had the hp cycle power to end therapy and explain the alarm. The hp stated they would do a manual drain. The patient was involved but there was no patient injury or medical intervention reported. Follow up was done via phone call; the hp stated that they continued therapy with homechoice (hc) using new supplies. The hp did not notice anything wrong with the bag or the cassette. She thinks there was a kink in the bag and that was why she was not able to spike the bag. The lot number was unavailable. Therapy has been going well since incident.